Manufacturer narrative:
(B)(4) date sent: 8/6/2021 additional information received: the following is review of 2b5lt device photos received. During the visual analysis, the following was observed: the first and second photo shows a device with obturator and sleeve. It can be seen that the sleeve is broken. The third photo is a procedure photo showing patient tissue with 2 non-complaint devices and there also appears to be a broken sleeve in the photos as well. The fourth photo shows patient tissue with 2 non-complaint devices, the first non-complaint device can be seen grasping the sleeve broken. The fifth photo shows a device with a half sleeve broken. The sixth photo shows a device 5 mm with xcel sleeve broken. Blood drops can be seen on the sleeve. Based on the six photos reviewed, the event described could be confirmed, however, no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4) date sent: 7/27/2021 h2: additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2021. D4: batch # p9ad06. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was revealed that the 2b5lt device was returned without the original packaging. Upon evaluation of the device, the sleeve was observed broken and the tip of the trocar was nor returned for analysis. It is possible that the broken sleeve damage was due to improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H2: additional information received: in call, sales representative stated customer reported broken trocar components were retrieved from patient, however she will be contacting customer/surgeon once again to confirm and to see if retrieved component(s) discarded. The rep will be requesting the following additional information: the event reported by customer stated "trocar broke in half after being inserted into patient abdomen. The trocar was removed from the patient and the procedure was completed with no patient consequences.". The analysis of the device reports the following: "device was returned without the original packaging. Upon evaluation of the device, the sleeve was observed broken and the tip of the trocar was not returned for analysis.". Please confirm, were all trocar parts retrieved from the patient when the trocar broke during the procedure? Were any of the retrieved pieces discarded and not sent back for analysis?

Manufacturer narrative:
(B)(4). Batch #: unknown, the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts were made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy procedure, the trocar broke in half after being inserted into patient abdomen. The trocar was removed from the patient and the procedure was completed with no patient consequences.